Event description:
It was reported by the affiliate that (2) al326 was used during an unknown procedure. It was reported that the clips would not deliver. Opened another instrument to complete the case. No pt adverse outcome.